Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five devices were received for evaluation; 5 events were confirmed during testing. Two devices were found to be affected by a lack of lubrication. One device was found to be affected by worn bearings. Two devices were found to be affected by internal corrosion and broken down lubrication one device is available for evaluation but has not yet been received one device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device overheated. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; one event was confirmed during testing. One device was found to be affected by internal corrosion, compromised lubrication, and shattered bearings. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 7 malfunction events in which the device overheated. There was no patient involvement; no patient impact.